Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and the results of the investigation. An olympus field service engineer (fse) visited the site to evaluate the light source. The light sources were found to be ok and the contacts were checked and cleaned. Liquid was found in the video connector of a evis exera iii video colonoscope and no leakage was detected. The reprocessing steps were reviewed with the customer. No other scopes at the site displayed a b30 scope communication error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused by liquid in the video connector, a definitive root cause of the defect could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the customer reported the issue was observed during preparation for use for a ogd (gastroscopy oesophago-gastro-duodenoscopy) procedure.

Manufacturer narrative:
An olympus field service engineer was scheduled to visit the customer for troubleshooting. Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii xenon light source gave a b30 error. The issue was observed during preparation for use. The customer noted the error message occurred with different devices and in different exam rooms. Also, the customer had received several loaner devices but the error message continued to be displayed. There were no reports of patient harm associated with this event.